Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
During surgery, the plastic part of the handle fractured. No pieces were retained by the patient.

Manufacturer narrative:
This follow up report is being submitted to report additional information the following sections were updated: complaint sample was evaluated and the reported event was confirmed. Inspection of the returned device revealed normal wear. No signs of blatant misuse were observed. The blue handle has experienced two (2) longitudinal cracks which travel through the pinhole on both sides of the handle. The handle is not completely fractured. Device history record (DHR) was reviewed and no discrepancies were found. Root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.